Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called saying they have really bad overactive bladder. They used the stimulation and it won't work. They can't stand living this way. They stopped using the stimulation for a couple months. Yesterday they turned the stimulation on again. Patient said they had done medicine, and stimulation. They can't even exercise. They have to drink a lot of water and they will be peeing all over themself. Patient was getting up 17,000 to pee. They weren't able to go anywhere. They can't even ride a bike. Patient told the doctor. Before no matter where they put the stimulation high or low it was comfortable. Yesterday they could feel the stimulation and then they didn't feel the stimulation. Agent explained that the body adapts to the stimulation and you don't have to feel the stimulation for it to work. Patient said they had tried all seven programs. Agent told them then that they can go back to the doctor and see about getting new programs. The patient said they weren't going back to the doctor. The patient wasn't open to suggestions and just said thank you for your time and hung up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were still peeing a lot and they were told they had an overactive bladder. The patient stated that they went to their doctor and the doctor told them to call their manufacturing representative to make the adjustments. The patient stated that they called the representative and the representative told the patient to call the patient services for assistance in making therapy adjustments. The patient reported that the therapy seemed to be working but not good enough. The patient also reported that it hurts when they go to the bathroom and it hurts on the left side and it wakes them up at night. The patient reported that the pain started once their manufacturing representative changed the program 6 and increase the stimulation. The patient was redirected to their healthcare provider to further address the issue. The patient called back requesting assistance to increase intensity because they're still peeing a lot and they were frustrated as the device wasn't working. The patient connected to their ins and increased amplitude to a comfortable level. They reported that they would continue to track symptoms. Redirected to healthcare professional (hcp) to further address issue and mentioned that they were only scheduled to see them in october. Additional information was received from a patient. They reported that the therapy was not working for them, they stated that they tried every program and still doesn't work. Patient stated that they were having a pulsing sensation when they need to urinate and it was uncomfortable and a little painful, patient stated it was not a uti because they know how it feels. Patient stated that they needed to go the bathroom every ten minutes but they can hold. Patient stated they were a major exerciser and use to drink a lot of water. Patient stated no matter how much they decreased the stimulation it still hurts. The patient was redirected to their healthcare provider to further address the issue.